Event description:
It was reported that the wedge catheter was unable to inflate after insertion. As a result, a new catheter was used. There was no report of delay in therapy. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of balloon would not inflate in use is not confirmed. The balloon inflated as per specifications during the investigation. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the wedge catheter was unable to inflate after insertion. As a result, a new catheter was used. There was no report of delay in therapy. There was no report of patient complications, serious injury or death.